Event description:
It was reported, that there was white powdery specks/spots found on the cuffs of these tubes. No patient injury was reported.

Manufacturer narrative:
E4: customer reported to FDA is unknown. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(6). No problems or issues were identified during this device history record review. No product sample was received. Therefore, visual and functional testing could not be performed. The reported issue could not be confirmed, as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.